Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they believe there is a problem with the flow and rates of insulin on the insulin pump. Blood glucose level at the time of the incident was 393 mg/dl and 375 mg/dl at the time of the call. Both high blood glucose readings were treated with insulin pump boluses. Based on the customer's symptoms, possible diabetic ketoacidosis onset is suspected. The pump will not be returned for analysis.